Event description:
A ventilator underwent service at the customer site. There was no harm or injury reported. During the evaluation of the device, the device failed an active exhalation control module verification test step during testing. The device's three-way solenoid valve and proportional valve were replaced to address the issue.